Event description:
It was reported that when using the bd pyxis¿ es server patient data might not have been current. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user requested that a temporary patient profile be converted into an active patient profile. A technical support specialist (tss) dialed into the server to check the downtime query and found that the care fusion coordination engine (cce) sent time was delayed. The external and inbound message services were restarted, but the delay persisted. Further investigation revealed that the cce communication had a disconnected flag set to 1. Upon accessing the cce server, it was found that cce services were not running. The services were restarted, and monitoring confirmed that messages began processing and eventually cleared to zero. The tss contacted the customer, who verified that the patient was visible, but no orders were present. The patient details were confirmed in the server, but no order was found, and the customer was advised to check with the pharmacy and obtain the order ID. A final check confirmed that the communication in the downtime query was current. The system functioned as intended after the technical support specialist troubleshot the issue of the device.